Manufacturer narrative:
D4. UDI (B)(4). Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure, following valve implant, a second inflation was performed due to under expansion. Following angiography another post dilation was performed due to trace/mild pvl. The delivery system balloon ruptured. At this time the patient was stable. The balloon was successfully withdrawn into the sheath. The sheath and delivery system were attempted to be removed as one unit when resistance was noted, and fluoroscopy imaging noted an issue with the balloon appearing to protrude from the sheath. The patient's pressure began to fall, and an occlusion balloon was inflated in the aorta. Angiography was performed showing a perforated iliac artery at the site of the esheath. The delivery system was removed through the esheath. The esheath was then exchanged for a 14fr sheath. Several covered stents were implanted without successful occlusion of the perforation. An endograph stent was then implanted showing successful occlusion on the perforation restoring flow to the distal common femoral artery. The occlusion balloon was deflated and patient was stable. The patient passed away sometime on the same day. The implanting physicians believe the esheath may have split during insertion of the delivery system and valve. There was some difficulty during insertion of the delivery system through the esheath.